Event description:
It was reported that the patient presented in clinic for a follow up. Device interrogation revealed noise oversensing, causing shock and phantom programming on the right ventricular (rv) lead. Programming changes were performed to resolve the issue. The patient was in stable condition.

Manufacturer narrative:
Correction: b5 and h6 no phantom program occured.

Event description:
It was reported that the patient presented in clinic for a follow up. Device interrogation revealed noise oversensing, causing shock on the right ventricular (rv) lead. Programming changes were performed to resolve the issue. The patient was in stable condition.